Event description:
It was reported that customer experienced continuous glucose monitor error while using sensor, and caller referenced specific error message during sensor use. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset successfully started new sensor session without further monitor error, with no additional actions reported.